Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -15.50d implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a longer length lens and problem was resolved. Reportedly, "under size lens". Status of eye is "eye quiet. Vault equal to 1 CT vision 6/6 n 5."